Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that unstable speed occurred. The target lesion is located in the severely calcified artery. A 1.50 mm rotapro was selected for use. During procedure, inside patient, it was noted that the stall lamp turned on and it did not rotate. The set rotation speed was 160,000 rpm and the maximum rotation speed observed was 180,000 rpm. Furthermore, it is the fifth time, the device stopped moving in the stall. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run.

Event description:
It was reported that unstable speed occurred. The target lesion is located in the severely calcified artery. A 1.50 mm rotapro was selected for use. During procedure, inside patient, it was noted that the stall lamp turned on and it did not rotate. The set rotation speed was 160,000 rpm and the maximum rotation speed observed was 180,000 rpm. Furthermore, it is the fifth time, the device stopped moving in the stall. The procedure was completed with another of the same device. No patient complications reported.